Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Upon visual evaluation no physical defects present. Inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation leakage was found present on a pinhole present on the trifurcation site. Pinhole measured to be 0.013mm. Also received 3 photo samples: first photo sample shows inflation cap on catheter second photo sample shows top view of catheter and syringe used for reported event third photo sample shows end of the catheter with the balloon deflated therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Dfmea ra0301351 rev 15 was reviewed for this investigation. The reported event is addressed on step 13. Based on this review the risk is within the expected range. Baw02870398 rev 1 was reviewed for this investigation. The labelling was reviewed and found to be adequate. The baw is attached in the investigation overview element. DHR review did not show any problems or conditions that would have contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test, sterile water leaked from the foley catheter.